Event description:
It was reported that it was found during the surgery that the screw next to the instrument tip was coming out before the instrument was used in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Without more device inforamtion, we could not review the dhrs at this time.